Event description:
It was reported to resmed that a patient using an s9 autoset had difficulty breathing. Per the reporter, the patient had three episodes of breathing difficulty. The third episode of breathing difficulty caused the patient to seek medical attention (emergency room). MFR#:3004604967-2015-00068.